Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was delayed in responding to touch. The customer's blood glucose was 537 mg/dl. The customer administered a manual injection to address their bg. Replacement pump was sent to customer to resolve the issue.